Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and during service the technician noted that the device's identification was unreadable. If additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
The device was received from (B)(6) for service. During servicing of the device, its identification was found to be unreadable. It is unknown if the device was used during surgery, and it is unknown if injury or medical intervention occurred. There was no additional information provided.